Event description:
It was reported that post port placement through right cephalic vein, the device allegedly had a subcutaneous leakage. It was further reported that the port system was removed and identified a hole in the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: the sample of powerport MRI isps, groshong catheter segment, with a syringe containing approximately 6ml of fluid attached to the port septum via an infuser were received. Visual, microscopic visual, functional and tactile evaluation were performed on the first sample. The investigation is confirmed for the reported fluid leak issue and material hole issue as leaks from multiple pinholes just distal to the cath-lock were noted. A definitive root cause could not be determined based on the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510k number for the power port isp m.r.I., 8fr groshong products is identified in d2 and g4. H10: d4 (expiry date: 12/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong products that are cleared in the us. The pro code and 510k number for the power port isp m.r.I., 8fr groshong products is identified. As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 12/2023).

Event description:
It was reported that post port placement through right cephalic vein, the device allegedly had a subcutaneous leakage. It was further reported that the port system was removed and identified a hole in the catheter. There was no reported patient injury.